Event description:
It was reported that on literature review "total knee arthroplasty, following application of taylor spatial frames to treat knee osteoarthritis with severe tibia extraarticular deformity due to fracture malunion: a case report", one (1) developed a pin site infection caused by methicillin-resistant staphylococcus aureus five months after placement of a taylor spatial frame system following a proximal tibial opening wedge osteotomy. This adverse event was treated by removing the tsf system earlier and placing a cast immobilization until bone union. Additionally, at the time of the tsf removal, the knee rage of motion deteriorated to -20 degrees of extension and 45 degrees of flexion and the patient underwent physiotherapy. Afterwards, the patient received a tka system according to the medical plan and recovered successfully. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.